Manufacturer narrative:
Block e1: initial reporter address 1 is (B)(6) reported here as address exceeded character limit for designated field. Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the jagwire was reported as defective. The procedure was not completed due to this event. It was reported that the patient hospitalization was prolonged. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.